Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for less than an hour their blood glucose level rose to 200 mg/dl - 300 mg/dl. It was reported that the adhesive was loose around the cannula which indicates the cannula was dislodging. In addition the pod was leaking during wear. As treatment, the patient applied a new pod and received insulin.